Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported patient had an accident the other night and the night before the report patient had 'the rush'. Patient was wearing heavier pads and was afraid of leaking. Patient had to run to the restroom which was not normal for them. Patient was currently set on program 1 at 2.4 and increased to 2.7 and could feel more stimulation. Patient switched programs to program 2 and increased stimulation and felt stimulation in the bicycle seat area. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from patient as change in device programming might lead to symptoms. Patient's weight was reported.